Event description:
Reporter alleged obtaining discrepant blood glucose values of 440 mg/dl and 220 mg/dl back to back with a result of 179 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 340 mg/dl was performed back to back with results of 212 mg/dl and 160 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.